Event description:
It was reported that, upon inflation, this inflatable penile prosthesis (ipp) pushed up against the skin of the patient and caused the penis to extend at a 45-degree angle. The patient also reported loss of penile length. Following examination, the physician stated there was no problem with the device. The patient is expected to get a second medical opinion. Approximately two months later, the patient underwent a surgical procedure, wherein it was noted that the penis had a bent as the implant size was bigger than required. Therefore, the existing rear tip extenders were removed and replaced, changing from 3.0 cm to 1.0 cm. No additional patient complications were reported and the patient was set to recover.

Manufacturer narrative:
Event date: approximated. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the complaint device was not returned by the customer; therefore, no product analysis could be performed. Labeling review: penile curvature, patient dissatisfaction and discomfort are listed as a potential adverse events in the ipp instructions for use (IFU). Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause not established.

Manufacturer narrative:
Event date: approximated. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the complaint device was not returned by the customer; therefore, no product analysis could be performed. Labeling review: penile curvature, patient dissatisfaction and discomfort are listed as a potential adverse events in the ipp instructions for use (IFU). Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause not established.

Event description:
It was reported that, upon inflation, this inflatable penile prosthesis (ipp) pushed up against the skin of the patient and caused the penis to extend at a 45-degree angle. The patient also reported loss of penile length. Following examination, the physician stated there was no problem with the device. The patient is expected to get a second medical opinion.